Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation the patient's right atrial lead exhibited episodes of undersensing. Programming changes were attempted but failed. The lead was successfully repositioned on (B)(6) 2019. No adverse patient consequences were reported and the patient was noted to be in good condition after the procedure.